Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle eclipse s/t needle is blocked. The following information was provided by the initial reporter, translated from swedish to english: there is sometimes a total blockage in the needle when injecting. Then I take out the needle, change to a new needle, knit again and then it works. Has occurred 3 times this week (different patients) for the reporter. A colleague of the rapporteur says that the same thing has happened on several occasions to her as well. The problem has occurred when using different types of vaccines and syringes, therefore the reporter attributes the problem to the needle. 25 september ¿ has there been any patient impact (serious injury, medical intervention, change of treatment required)? No damage, but the patients had to be pricked an extra time after the staff changed to a new, working cannula. ¿ could you please provide a date of event? 2024-09-11.

Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2405004. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) eclipse needles assembled with luer slip syringes were received. When pushing the syringe plungers, liquid could not be expelled, confirming the issue of clogged needle. The needles were examined microscopically and a crystalline substance was observed inside of the cannula. It was determined that this substance was possibly medication. It was not possible to perform fourier transform infrared spectroscopy on the clogged substance to determine the exact material composition. In certain circumstances, the drug product can become deposited inside the cannula, causing the needle to block/occlude due to crystallization and other solubilization effects. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. During the manufacturing process, the needles are routinely inspected for occluded condition after assembly as part of the inspection procedures. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.